Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only the connector portion) was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation [8.3 ¿ 8.4 cm from the connector pin] and exposing the outer coil at the proximal region. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This event is to report a malfunction observed during analysis.